Event description:
Information was received indicating that this syringe infusion pump exhibited a motor system error. No adverse patient effects were reported.

Manufacturer narrative:
One medfusion® 3500 syringe pump was received for investigation. A visual inspection revealed the device to be in poor physical condition; the top case was chipped and cracked and the bottom case was damaged. The battery door and battery were missing. A review of the event history log found a "pump motor drive off post" error and a depleted battery alarm. The reported issue was not duplicated during testing. The "pump motor drive off post" error was attributed to the low/depleted battery. The root cause was determined to be user interface; the failure is a result of the customer/ user interfacing with the product in a manner inconsistent with the IFU. Customer did not recharge battery pack after depleting it.